Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 4 of 7 on the home choice (hc). The technical service representative (tsr) explained the alarms and instructed the home patient (hp) to cycle the power twice to clear them. The tsr then explained that the hp would need to start over with new supplies. The hp wanted to end therapy for the night. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened and any missed therapy. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding system error 2240 alarm. Per the pd rn, the hp did contact her regarding the alarm. The pd rn stated the hp continued therapy using new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through ncr (B)(4).